Event description:
Pt reported the back to back tests performed on the surestep meter using separate finger sticks were 186, 198 and 287 mg/dl (40%). No symptoms were reported. Pt did not have supplies needed to do control test. Meter is not cleaned on a regular basis. Lfs rep explained importance of using solution and cleaning meter. There was no allegation of harm.